Event description:
The pt was hospitalized due to headache (date this occurred not reported). The emergency department physician indicated the pt had "air on the fluid in her brain" and this was related to the pump. The pt was told by the neurosurgeon that it was not related to the pump. Additionally, the pump refill nurse did not aspirate the old drug from the pump before refilling. At one point (specific date not reported) the pt experienced fluid near the pump and it was drained. On (B)(6) 2010, the pt experienced headache. The pt was considering additional treatment options. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Air on the fluid in brain.